Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was on a segmented program configuration. Healthcare provider (hcp) had previously set up adbs by using the signal from the right hemisphere. When the provider switched sensing from using the contralateral hemisphere's signal back to the left lead sensing configuration, the ma on all active segments immediately changed to 0.9ma, which was the max ma from the entire original configuration (0.5,0.9,0.5,0.9). The patient had immediate side effects of facial pulling and paresthesia, which was resolved immediately when we returned the ma values back to what they were originally programmed on. Manufacturer representative (rep) was able to replicate in demo mode. Rep reports the issue was resolved at the time of report.